Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Boston scientific technical services (ts) indicated that the rv lead may be broken or possibly not fully inserted in the device header. The products were implanted approximately three (3) months ago and remain in-service at this time. There were no patient symptoms or adverse patient effects reported.